Event description:
The manufacturer was contacted in rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging multiple myeloma. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information that the patient alleging multiple myeloma. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There were no errors found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit passed final test. The following sections have been corrected/updated in this report: in box a: patient identifier and product UDI have been corrected. In box h: device evaluated by mfg., evaluation method code, evaluation results code and conclusion code grid has been updated. In box d: device avail for eval & date returned has been updated.